Event description:
It was reported that the defibrillator had an apparent battery failure. There was reportedly no patient involvement. Further information was provided that the apparent battery failure was secondary to an ac power module failure. This case was initiated by a response from the customer regarding the philips healthcare fco86100188a notification and instructions for ¿possible failure of m3539a ac power module for the heartstart mrx defibrillator/monitor.